Manufacturer narrative:
No devices were returned for analysis. Without the return of any device for analysis, it is not possible to assess device function or reach a definitive root cause. Logs reviewed confirmed reported low impedance. An x-ray confirmed that a lead had migrated and was the likely cause of the unpleasant stimulation. The cause of the migration was not identified. A lead revision surgery was performed, which resolved the unpleasant stimulation. Lead migration from the location chosen at initial implantation, resulting in stimulation changes has been listed as potential risk in manufacturer¿s instruction for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
On (B)(6) 2023, a patient implanted with saluda evoke spinal cord stimulation system reported experiencing unintended stimulation during a follow-up visit. Low impedance was noted upon impedance check. On (B)(6) 2023 the patient was seen by the physician and x-ray was performed, which showed migration of evoke 12c percutaneous lead kit - 60cm. The physician advised that the lead migration was contributing to the unintended stimulation experienced by the patient. Physician advised that the permanent implantation procedure was challenging due to the patient¿s anatomy. Reprogramming was performed; however, patient did not experience pain relief. On (B)(6) 2023, previously implanted leads were replaced during revision surgery. The physician stated that the placement of leads was challenging due to patient¿s anatomy. Post operation, the patient has reported a new pain in the leg which has been deemed related to the procedure by the physician. On (B)(6) 2023, the patient had an epidural procedure and ketamine infusion to help with the new pain. On (B)(6) 2023 the patient was prescribed oral opioid and diazepam to manage the new pain, prior to being discharged from the hospital, as the ketamine infusion did not provide relief from the new pain reported after the revision surgery.